Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screenshot shows a problem with the o2 safety valve leaking. Also found a low o2 reading and a quite low o2 regulated pressure reading. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 show very high tidal volume and high rate during ventilation. The customer confirmed that there was no patient involvement from the reported event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was the leaking o2 safety valve. Leak: 21.28 lpm @ 4.84 bar. As a resolution need to perform the o2 gas path test after replacing the safety valve and dosing valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.